Event description:
The safety shield covering the needle came unhinged. No injury to team member or patient. The safety shield broke off while engaging the plastic piece. The lot of needles was pulled from use (#3223399).